Event description:
On (B)(6) 2013, reporter contacted animas, alleging a meeter error (error 1 random) issue. Reportedly, after battery change, the meter remote display error 1 message while it was not in use. Patient reported that the incident occurred in the morning before the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.